Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator became inoperable during use. It is unknown if there was a patient injury or harm as a result of the event. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the facility had a power shortage and so the ventilator switched to battery operation. Customer could not confirm if the event was during patient use.